Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm as well a no delivery alarm. Customer's blood glucose level at the time was almost 500 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump was received with loud motor noise during testing due to faulty motor. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window. Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.